Event description:
Caller reported performa system blood glucose results of 17 mmol/l, 9 mmol/l, and 6.9 mmol/l within 10 minutes. No adverse event was reported. The meter and strips cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.